Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. In the event history log it was found that the device had a travel reverse and check clutch/plunger lever error. The device showed multiple signs of wear.

Event description:
The device was returned for broken handle. During physical inspection, it was found that there was a travel coarse error and check plunger error.